Event description:
It was reported that the implant at tooth site #29 was removed due to peri-implantitis. Symptoms as a result of the event: inflammation and swelling.

Manufacturer narrative:
Zimvie complaint number: (B)(4). A4: weight unknown / not provided. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost non-existent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
This report is being submitted to retract the initial report, MFR report number 0001038806-2025-00354 that was submitted on february 18, 2025, as this event had already been submitted and is a duplicate of MFR report number 0001038806-2025-00353 that was submitted on february 18, 2025.

Manufacturer narrative:
This report is being submitted to relay corrected data and additional information. Correction: the initial report, MFR report number 0001038806-2025-00354 that was submitted on february 18, 2025 is a duplicate of MFR report number 0001038806-2025-00353. Therefore, this supplemental mw is being submitted as a retraction due to duplication of MFR report number 0001038806-2025-00353. All details associated with this event have been processed and completed under MFR report number 0001038806-2025-00353. Therefore, no additional reports will be submitted under MFR report number 0001038806-2025-00354.